Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer is calling to report pump is over delivering . The customer had experienced low blood glucose event value 75 mg/dl. The customer is currently reporting symptoms related to the low blood glucose and was treated with orange juice and glucose tablets . Troubleshooting was performed and pump was exposed to strong magnetic field. The pump auto mode/smart guard feature was active at time of low blood glucose event. The pump was in use within 48 hrs of the low blood glucose event reported. No further patient complications were reported. The customer will continue using the device and pump will not be returned for analysis. Frn-mmt-332a-rsvr, ozp mmt-7020 snsr,unomed set, mmt-7911-xmtr.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat test at .08730 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. No over-delivery anomaly was noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. The pump passed all functional testing. Over-delivery and low bg anomalies are not confirmed. The complaint of the pump worn during a test done during or near an MRI or was pump exposed to a strong magnet is unknow. The pump history file lists 228 boluses on the event date, 12/21/2023. Please see below for the first 10 boluses listed on the event date, 12/21/2023: (B)(6) 2023 00:03:09.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 3750 (0.375 u) bolusamountdelivered: 3750 (0.375 u). (B)(6) 2023 00:08:11.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 3750 (0.375 u) bolusamountdelivered: 3750 (0.375 u). (B)(6) 2023 00:13:09.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 3750 (0.375 u) bolusamountdelivered: 3750 (0.375 u). (B)(6) 2023 00:18:09.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 3750 (0.375 u) bolusamountdelivered: 3750 (0.375 u). (B)(6) 2023 00:23:09.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 4000 (0.4 u) bolusamountdelivered: 4000 (0.4 u). (B)(6) 2023 00:28:05.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 2500 (0.25 u) bolusamountdelivered: 2500 (0.25 u). (B)(6) 2023 00:33:00.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u). (B)(6) 2023 00:38:05.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u). (B)(6) 2023 00:43:09.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 3750 (0.375 u) bolusamountdelivered: 3750 (0.375 u). (B)(6) 2023 00:48:11.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 3750 (0.375 u) bolusamountdelivered: 3750 (0.375 u). There were no auto suspend events on the event date, 2/21/2023. There were no user suspend events on the event date, 2/21/2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.